Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
Upon initial pump set-up before the case, two cracked canisters were found. A third unit was opened and set-up continued without further incident. There was no pt or doctor impact.